Event description:
The customer reported a leak from the reagent probe b on their unicel dxc 800 pro synchron system. The customer stated approximately 2 cubic centimeters of fluid leaked from reagent probe b and was contained in the drip tray under the probe. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed leaking from reagent probe b and replaced the reagent probe a/b valve (hv 4-4 valve) to resolve the issue, no further leaking was observed. (B)(4).